Event description:
Facility reported a corneal burn occurred during surgery. Additional information has been requested.

Manufacturer narrative:
Determination of root cause: assessment: a company service rep checked system and found it met performance specifications. Customer was contacted regarding possible causes of thermal injuries. Conclusion: no corrective action required at this time.